Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to clinic due to their device emitting beeping tones. Upon interrogation, a message indicating the device was in the presence of a magnet was observed. It was reported the patient had recently undergone a surgical procedure. Enable magnet use was programmed off. This device is included in the magnetic reed switch advisory. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.